Event description:
It was reported that bd insyte autog bc global needle piercing pouch. The following information was provided by the initial reporter: complain/comment: needle on cannula within packaging does not have a plastic cap. Cannular needle was found sticking out of the end of the packaging due to no plastic protective cap being on top of the needle.

Manufacturer narrative:
Our quality engineer inspected the photograph submitted for evaluation. The report of a missing needle cover was confirmed, and the cause appeared to be manufacturing related. One photograph was provided for investigation, which showed a 20g insyte autoguard device within what appeared to be sealed packaging. The needle was protruding through the bottom web packaging and the needle cover was not visible within the unit package. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified, and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.